Manufacturer narrative:
Interface shelf and carrier board assembly, and memory module were recommended for replacement.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that, during pre-use checkout, unit displayed a picture of anesthesia machine with an x through it and the error ec0207a. There was no reported patient involvement.